Event description:
A report was received that the patient was burned three times by her scs charger. The patient treated her burns with over the counter ointment and did not seek treatment by her physician. The patient received a replacement charger and everything seems to be working fine.